Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. During service at baxter, a technician reported that the ail pcb (air in line printed circuit board) was out of calibration and service replaced the phm (pump head module). The event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.09.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).